Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2007) is considered to be a best estimate. This MDR represents the 3dmax mesh (device 1). An additional supplemental emdr was submitted to represent the perfix plug (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2008 ¿ patient was diagnosed with symptomatic right inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1). Per operative notes, ¿in the right inguinal floor the hernia sac was completely dissected free and completely reduced from the cord structures. A piece of medium sized 3dmax mesh (device 1) was placed into the abdomen and secured to the cooper¿s ligament. The peritoneum was reapproximated and secured with sutures.¿ on (B)(6) 2009 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug mesh (device 2). Per operative notes, ¿in the medial half of the inguinal floor, the prior mesh (device 1) was palpable and appeared pulled away from the pubic tubercle and cooper ligament area and slightly curled with direct defect medially. The defect was circumferentially reduced and small perfix plug (device 2) was placed into the defect and secured with sutures. The wound was irrigated and reapproximated with sutures.¿ on (B)(6) 2020 ¿ patient was diagnosed with right groin pain thereby underwent right groin exploration and neurectomy with partial excision of inguinal meshes (device 1 and 2). Per operative notes, ¿in the right groin, a hard ball solid piece of meshes (device 1 and 2) was encountered just beneath the external oblique. This was dissected free and dense scar tissues adherent to cord structures were lysed. The ilioinguinal nerve involved in the dense meshes (device 1 and 2) were dissected free and neurectomies were performed. Another ball of meshes (device 1 and 2) were excised and fascia was closed and reapproximated with sutures.¿